Event description:
A PICC line was not functioning. Physician gave order to remove the line. As it was being removed the line snapped and 5 cm of the line was lost.pt was taken to surgery but it could not be retrieved. Pt taken to interventional radiology and the 5 cm of the line was removed. Pt was doing well and planning to be discharged.